Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 137 mg/dl. Troubleshooting was done. Assisted customer in programming time and date. Also, assisted customer in changing infusion set and checking alarm history. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.